Manufacturer narrative:
This supplemental report is being submitted to provide corrected verbiage reported in h11 of previous emdr. Corrected verbiage: based on "historical data", possible causes include.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data through the product technical investigation (pti) process, possible causes include francture problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a broken off bending tube. There was no patient involvement.